Manufacturer narrative:
The oticon medical representative reported that no connection to the neuro zti evo implant could be established despite different configurations tested: antenna changes, use of magnets of different strengths and other processors (neuro 2 and neuro one). The oticon medical representative also reported that the patient did not experience any mishaps or hits on his head. No in vivo assessment report was received. UDI: (B)(4).

Event description:
The oticon medical representative reported that no connection to the neuro zti evo implant could be established despite different configurations tested : antenna changes, use of magnets of different strengths and other processors (neuro 2 and neuro one). The oticon medical representative also reported that the patient did not experience any mishaps or hits on his head.

Manufacturer narrative:
The oticon medical representative reported that no connection to the neuro zti evo implant could be established despite different configurations tested : antenna changes, use of magnets of different strengths and other processors (neuro 2 and neuro one). The oticon medical representative also reported that the patient did not experience any mishaps or hits on his head. No in vivo assessment report was received. UDI : (B)(4). While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th, 2021 (international recall #211014).

Event description:
The oticon medical representative reported that no connection to the neuro zti evo implant could be established despite different configurations tested : antenna changes, use of magnets of different strengths and other processors (neuro 2 and neuro one). The oticon medical representative also reported that the patient did not experience any mishaps or hits on his head.